Event description:
In 2002, family member called stating that the cassette was empty but the ms vol showed 3ml. The pt had a bloody nose and emesis. The family member was alerted by the beeping of the pump. Nurse instructed the family member to switch pumps and take pt to the ER. A replacement pump was shipped. The next day, follow-up call to pt. Pt is doing better and has no symptoms. Pump rate 67cc/24hrs but the cassette infused the entire 100ml in 11 hours. Sent pump in for evaluation for possible over-infusion. Time of cassette change not provided.